Event description:
It was reported that the user experienced fluctuating blood glucose with hyperglycemia followed by hypoglycemia while using the ilet with a dexcom g7 and inset infusion set. The user administered multiple daily injections (mdi) of insulin without disconnecting the ilet and later consumed a large portion of pasta after taking four glucose tablets. Symptoms included high and low blood glucose. Outcomes included self-treatment with oral glucose and continued use of the system without hospitalization or emergency care. Investigation included customer care troubleshooting and user education, and additional training was assigned. Investigation of this case revealed user interaction with therapy outside the algorithm, including external insulin dosing and carbohydrate intake that the system could not account for. It was concluded that the event was related to use error and therapy management outside the device algorithm, with the device functioning as designed.